Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris pst hip implants. The rio and restoris pst hip implants could not be utilized in the surgery because an incorrect patient software file was sent and thus the surgeon did not have the information necessary to complete the procedure as planned. The surgeon performed a manual hip arthroplasty with (B)(4) manual instruments and implants.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A supplemental report will be filed when additional information is obtained.